Event description:
Terumo received the following reported information: the tr band leaked prematurely causing the patient to bleed resulting in staff member controlling the bleeding while attempting to use a different tr band. About 12ml air was injected into the tr band when it was applied. As soon as the patient was wheeled into the post op bay, they noticed the bleeding. The second band worked, and the estimated blood loss was less than 250cc. The procedure performed was a heart cath. No damage was noticed to the band.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead rt the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.